Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm was unable to deliver insulin and was difficult to operate. The following information was provided by the initial reporter: consumer also reported needle clog, stated that the pen is difficult to depress.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.